Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder, asthma, fibroepithelial polyp, inflammation, skin tags and vulvovaginal human papilloma virus infection. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2010 to (B)(6) 2010 and oral contraceptive nos since (B)(6) 2009 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pelvic pain/pain,"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic sterilization with fulguration and excision of vulvar lesions). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, dysmenorrhoea, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: migration. The position was assessed and 5 trilling coils were counted in the uterine cavity. The procedure was then repeated in the same manner on the left tubal ostium with 4 trailing coils present in the uterine cavity. Bilateral patent fallopian tubes with tree spillage into the peritoneal cavity. The bilateral essure implants are partially out of the fallopian tubes beginning at the level of the isthmic segments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: failure to occlude (close) fallopian tubes, migration of essure device. The bilateral essure implants are partially out of the fallopian tubes beginning at the level of the isthmic segments. Bilateral patent fallopian tubes with tree spillage into the peritoneal cavity. The bilateral essure implants are partially out of the fallopian tubes beginning at the level of the isthmic segments. Imaging procedure - on (B)(6) 2010: results: left occlusion only. Lot number: 664667 manufacturing date: 2009/09 expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder, asthma, fibroepithelial polyp, inflammation, skin tags and vulvovaginal human papilloma virus infection. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen)(B)(6) 2010 to (B)(6) 2010 and oral contraceptive nos since (B)(6) 2009 for contraception as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pelvic pain/pain,"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 8 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic sterilization with fulguration and excision of vulvar lesions). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, dysmenorrhoea, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: migration. The position was assessed and 5 trilling coils were counted in the uterine cavity. The procedure was then repeated in the same manner on the left tubal ostium with 4 trailing coils present in the uterine cavity. Bilateral patent fallopian tubes with tree spillage into the peritoneal cavity. The bilateral essure implants are partially out of the fallopian tubes beginning at the level of the isthmic segments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: failure to occlude (close) fallopian tubes, migration of essure device. The bilateral essure implants are partially out of the fallopian tubes beginning at the level of the isthmic segments. 1. Bilateral patent fallopian tubes with tree spillage into the peritoneal cavity. 2. The bilateral essure implants are partially out of the fallopian tubes beginning at the level of the isthmic segments. Imaging procedure - on (B)(6) 2010: results: left occlusion only. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received ¿ new events psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping), vaginal discharge, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) was added. Event device dislocation was updated to partial expulsion of device and psychological trauma was updated to psychological or psychiatric problems condition: depression. Event onset date was added. Severity of pelvic pain was added as severe. Essure lot number, indication, and removal date was added. Patient date of birth and height was added. New reporter was added. Medical history, lab data and concomitants medication was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for: migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2010: results: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received. Case was upgraded to incident. New events: abdominal pain, genital bleeding, psych injury, migration were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.